Event description:
Initial information received from a consumer's friend on 18-sep-2009. This case is 2 of 2: a female received an unknown amount of injectable poly-1-lactic acid in her hands and developed papules under the skin where the injections were given (treatment date, indication & onset date unk). Medical history and concomitant medications were not provided. No further relevant information reported.